Manufacturer narrative:
On 9-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a side port leakage issue occurred. It was reported that a backflow of blood was noted in the pressure bag attached the side port of the vizigo sheath during the procedure. The vizigo was replaced with a new one, but the issue persisted. The procedure was continued using the second sheath despite the issue. There was no visible damage to the sheaths. The hemostasis valve did not dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test was performed and no leakage was observed in the sideport. Device history record was performed for the finished device number lot 00002480 and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) biosense webster manufacturer's reference number (B)(4) has 2 reports for two separate vizigo sheaths. 1) manufacturer report number: 2029046-2024-00325. 2) manufacturer report number: 2029046-2024-00327.

Event description:
It was reported patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a side port leakage issue occurred. It was reported that a backflow of blood was noted in the pressure bag attached the side port of the vizigo sheath during the procedure. The vizigo was replaced with a new one, but the issue persisted. The procedure was continued using the second sheath despite the issue. There was no visible damage to the sheaths. The hemostasis valve did not dislodge inside or outside of the hub. The brim cap did not become detached from the sheath. No air entered the patient¿s body. There were no patient consequences.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Biosense webster manufacturer's reference number: (B)(4) has 2 reports. Manufacturer¿s reference number: (B)(4).